Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with pseudoarthrosis and underwent screw removal at s1, anterior lumbar interbody fusion (alif) post fusion at t5-ilium. Post-op, screw was found to be broken. The patient did not achieve fusion. Revision surgery was performed for non-fusion. No fragment remains in the patient. Patient complications reported to be unknown.

Manufacturer narrative:
Product analysis: visual inspection confirmed the head of the mas screw has been broken off and not returned for analysis. Microscopic inspection of the fracture surface of the remaining bone screw revealed multiple types of damage that is not analyzable. The threads near the top of the fracture are damaged/bent. The above observations are consistent with the damages done from the screw removal process. Root cause of original failure unknown. If information is provided in the future, a supplemental report will be issued.